Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin I stat (short turn around time) - tni stat. The sample initially resulted as 2.51 ng/ml and this value was reported outside of the laboratory. A second sample from the patient was tested later that morning and this sample resulted as <0.30 ng/ml. The patient's doctor asked for the original sample to be repeated. The sample was repeated on both the e601 analyzer and an e411 analyzer. Both repeat results were <0.30 ng/ml. The repeat results were believed to be correct. The patient was not adversely affected. The tni stat reagent lot number was 18678100, with an expiration date of 09/30/2016. The field service representative determined that there was a possible micro clot within the analyzer. He verified analyzer voltages, pressures, and adjustments. He performed "discrepant result testing" and ran performance testing. Performance testing was successful. All mechanical and operational checks passed successfully. A specific root cause could not be determined based on the provided information. It is most likely that there was carry over within the measuring cell causing the high result. A clot within the analyzer may be an explanation for this behavior.